Event description:
It was reported that during a surgical procedure, the blade broke at the mount. It was also reported that there was no delay and there were no adverse consequences as a result of this event. It was further reported another blade was readily available and the procedure was completed.

Manufacturer narrative:
The blade subject to this MDR was returned to the MFR for evaluation. It was visually confirmed that one tab was broken from the mount of the blade. Mfg records were reviewed, no issues were identified which may have contributed to this event. The root cause is multi factorial.